Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. It was observed during evaluation that the motor was stuck and rusty. Moreover, the cable resistance was found to be out of tolerance. Thus, the motor and motor cable were replaced to resolve the issues. After the repair, the device was found to be performing according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the provided information, we could not identify the root cause for the defective motor cable. The corroded motor and the drifting resistance values of the motor cable would have caused the device not to function as expected by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 22-nov-2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported the engine doesn`t work at all. No patient involved.